Event description:
Peg tube kit ref# m00566460, lot-25099357, finding needle broke during procedure. All pieces retrieved, no harm to patient. No additional kit available from ready storage (posner core). Apl contacted to supple new peg tube kit asap. Took additional 20 minutes for replacement peg tube kit to arrive. FDA safety report ID# (B)(4).